Event description:
Operating room materials manager and risk manager reported that a pt was burned (3rd degree blistering, later needing débridement) on the anterior chest wall during a mastectomy on (B) (6) 2010. They are not sure which instruments/cables were in use during the surgery. Possible items used include the: luxtec (B) (4) head light cable (this is not an instrument cable) is used with the snowden pencer retractor. Snowden pencer fiber optic cable (part# unk). Snowden pencer retractor part #88-1087. Pilling-xenalight-300 (light source-part# unk). Snowden pencer connectors (part# unk). On (B) (6) 2010, conversation with risk mgr - she states, they think, the burn was caused by the snowden pencer cable, not the luxtec cable. Degree of injury was also reported at this time.

Manufacturer narrative:
To date the device involved in the reported incident has not been rec'd for evaluation. An investigation has been initiated based on the reported info.